Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible. The stent implant was partially exposed distally from the distal outer sheath for a length of 3 mm. The distal outer sheath was not retracted, the handle was in the locked position and the rack was in the distal position. These observations are consistent with no attempt at deployment via the thumbwheel and the reported event prior to use. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction/resistance during loading onto a guide wire, or interaction with the introducer sheath and/or associated devices during insertion. The proximal end of the stent was mislocated on the stent holder 8 mm distal to the proximal marker band, and the distal outer sheath at the proximal marker was kinked. There was no further damage noted on the sess and no anomalies noted in the mechanisms within the handle. As the mandrel had been removed during unpackaging, it is possible that the tip of the sess was inadvertently pulled resulting to the reported partially exposed stent from the sheath. Subsequently, handling may have contributed to the noted distal sheath kink and stent mislocation; however, a conclusive cause cannot be determined. A conclusive cause for the premature deployment and damage to the delivery system could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records revealed one nonconforming material records for this lot. All sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second absolute pro (part# 1011924-060, lot# 0052751) is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.

Event description:
It was reported that when the absolute pro stent delivery system (part #1011924-060, lot #9092851) was removed from the packaging, the handle was in the locked position and the tip of the stent was partially exposed from the sheath. A second absolute pro (part #1011924-060, lot #0052751) was removed from the packaging and was found locked with the stent partially deployed. The devices were not used and there was no patient involvement. A non-abbott device was used. No additional information was provided.